Manufacturer narrative:
Product is an instrument and is not implantable. Evaluation is pending.

Event description:
On 10 oct 2007, the sales rep reported that the trial was sheared off on the end. This was noticed when the kit was being checked. Add'l info on 15 oct 2007, the sales rep clarified that the trial sheared off from the end. It was found damaged. There was no report of patient contact related to the event.